Manufacturer narrative:
(B)(4). A follow up report will be filed upon completion of the investigation. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Yesterday we had an acdf with dr. (B)(6) using skyline. When the scrub tech opened the pan and was putting together instruments, she noticed the expansion screwdriver (2868-30-500, lot#gm4196701) inner shaft had a broken tip. It came this way when she first looked at it. We are unsure exactly how this happened. We thankfully had backup screwdrivers to complete the case. The procedure was completed successfully without patient harm.

Manufacturer narrative:
UDI: (B)(4). The skyline expansion tip driver (product code: 2868-30-500, lot number: gm4196701) was returned to the complaints handling unit (chu) on august 22nd, 2016. The inner shaft of the driver was examined. No damage was found. This sample was compared to a second 2868-30-500 driver in order to ensure that the inner shaft tip did not break. However, while reassembling the instrument, it was noted that the inner shaft could not be fully tightened down into the body of the driver. There was no immediately observable damage to the inner shaft. The body of the driver could not be fully examined. The driver was not broken down as doing so could potentially damage the area of interest. It is believed that there is some damage to the threads inside the body of the driver that prevent the inner shaft from being fully tightened into the driver. DHR review identified no issues during the manufacturing and release of this device that could have contributed to the problem reported by the customer. No emerging trends were found requiring further actions. The root cause of the inner shaft not mating with the outer driver properly cannot be determined by the sample and information returned. A potential root cause may be unseen damage to the interior of the instrument. As there has been no issue identified in the manufacturing or release of the device that could have contributed to the problem reported by the customer and no systemic trends requiring immediate action have been observed, this complaint file will be closed with no further action required. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.